Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultralink meter read inaccurately high compared to her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unspecified time on (B)(6) 2013. On (B)(6) 2013 at 5:10 a. M. The patient obtained a blood glucose result of ¿300 mg/dl¿ with the subject meter. On (B)(6) 2013 at 5:10 a.m. The patient obtained a blood glucose result of ¿200 mg/dl¿ with the subject meter. On (B)(6) 2013 at 5:00 a.m. The patient obtained a blood glucose result of ¿118 mg/dl¿ with the subject meter. The patient manages her diabetes with an insulin pump. At an unspecified time on (B)(6) 2013, the patient stated she had less food/drink in response to the alleged inaccurate result(s). The patient claimed, a few days after the alleged issue occurred, she ¿fainted¿. At an unspecified time on (B)(6) 2013 the patient reported her blood glucose was tested on a doctor/clinic meter and obtained results of ¿68, 28 mg/dl¿ and was treated by a health care professional (hcp) with glucose tablets/glucose gel. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (01/15/2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on 01/07/2014 with the following findings: the alleged complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.